Event description:
During follow-up for a separate event, it was reported that this patient on peritoneal dialysis (pd) was diagnosed with peritonitis previously on (B)(6) 2022. In an additional follow-up call, details about the event were obtained from a pd nurse. It was reported the patient was seen in the outpatient pd clinic on (B)(6) 2022 for symptoms of abdominal pain and cloudy pd effluent. As a result, a pd culture was obtained which generated growth of the bacteria staphylococcus epidermis. The patient was treated with intra-peritoneal (ip) antibiotics vancomycin and ceftazidime (dose not provided) on an outpatient basis. Per the nurse, the patient is recovering from the event and continues pd therapy with the same cycler. The nurse stated the patient has not had any adverse effects due to fresenius products. It confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.